Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 618 mg/dl. Customer experienced nausea, hyperglycemia, difficulty breathing and was sent to the emergency room. Customer was hospitalized on (B)(6) 2017 at 12:10 am. Customer's blood glucose level at the time of call was less than 500 mg/dl. The nurse declined to perform troubleshooting and requested that a representative go to the hospital to troubleshoot insulin pump. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Insulin pump would not be returned.